Manufacturer narrative:
Results: device history review found the product met specifications when released for distribution. Conclusion: exact cause of the event cannot be determined at this time as analysis has not been completed. Analysis:to date, the analysis on this valve has not been completed. As such, no definitive conclusions can be drawn at this time. Review of the device history record did show that this valve met manufacturing specifications when released for distribution. Upon completion of the analysis, a follow up report will be submitted to FDA. Conclusion: no definitive conclusions can be drawn at this time, as analysis of the returned valve has not been completed. A follow up report will be submitted to FDA upon completion of the analysis.

Event description:
Medtronic received information that this prosthetic aortic valve exhibited stenosis and a paravalvular leak due to reported non-structural dysfunction. Specifically occluder immobility/ vegetation due to active endocarditis resulted in stenosis and regurgitation. It was reported that the active endocarditis occurred following a colonoscopy, with the organism being identifies as ebovirus. The device was subsequently explanted without reported complication. To date, there have been no reported adverse patient effects.